Manufacturer narrative:
During follow-up, the patient said she noticed no defects or malfunction with the t14 units. She said she was almost out of catheters because she had to use more than usual due to having a uti. She said she also uses another catheter brand which she adds lubricant, and has been reusing them. After using one of the other catheter brand, she washes it off in hot water and reuses it, but does not reuse the t14 catheter products.

Event description:
Intermittent catheter patient (user) said she recently got a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said her doctor prescribed an antibiotic, she began taking it, and will take it for ten days, and already feels better.